Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reau1223 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the facility used the device for therapies and for CT procedure. During removal of the device, it was noted to be detached at the last distal 10 cm of the catheter, which remained in the patient¿s body. They made the following examinations in order to find the broken portion: x-ray cardiac ecodoppler, arm ultrasound, and interventional angiocardiography, but they were not able to remove the portion because it was fixed into the thrombosed vein. They started to treat the patient with heparin in order to make another angiocardiography intervention after 4 days. On the (B)(6) after another control they were not able to remove the broken portion that is still in the thrombosed cephalic vein.